Event description:
The hcp was unable to aspirate the catheter during a dye study. The catheter connector and catheter was replaced. There was no pt injury associated with the event. The pt was reported to have recovered without sequela. Approximately 3 months later, the pump and proximal catheter were explanted due to infection (see MFR report # 2182207200904788).

Manufacturer narrative:
This report is being submitted late due to a delay by a MFR employee. A process improvement plan and training are in place. H6: the analysis of both the original explant due to occlusion and infection will be reported in this file. Pump. No anomaly of the pump was found during analysis. It functioned normally during testing. Catheter: a 4539 cm proximal catheter segment and 8575 pump connector were returned. Device analysis revealed no anomaly found, acceptable catheter testing. Catheter: a 50.9 cm proximal catheter segment and 8575 pump connector and 27.0 cm catheter segment were returned. Device analysis revealed no anomaly found, acceptable catheter testing. No medwatch form was received from the user facility.